Manufacturer narrative:
(B)(4). Field service specialist (fss) visited site after the reported event. He performed completed quarterly maintenance. Verify proper operation. Laser is operating within amo specs. Note: all pertinent info available to abbott medical optics (amo) at the time of this report has been submitted. Should new info that changes the facts and/or conclusion of this report becomes available, a supplemental report will be submitted.

Event description:
Pt had uneventful ilasik (B)(6) 2011 ou presented at post op (B)(6) 2011 with moderate to severe macro and microstriae and epi ingrowth od. Pt returned to the laser suite, flap lifted, epi ingrowth removed and flap stretched back into position.